Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to the extrusion of the implant through the skin. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported).